Event description:
The manufacturer received information alleging the zero flow verify, and negative flow verify test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was having preventative maintenance performed at the manufacturer service center when this issue occurred on the device. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) had caused the two test steps to fail on the device. In conclusion, the device's sensor pca needs replaced to address the issue. The root cause is confirmed at this time.